Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a hawkone atherectomy device to treat a 80 cm fibrous chronic total occlusion with little calcification in the mid left sfa. The diameter of the artery was 6 mm. The procedure used a spider 6mm guidewire and a 7 fr competitor sheath. The device was prepped as per the IFU with no issues identified. Plaque ruptured through nosecone when packed. No intervention was required. No patient injury was reported.

Manufacturer narrative:
Device evaluation summary: the returned hawkone device was inspected - dried blood was observed within and outside of the distal assembly. A hole to the tecothane was observed approximately 4cm distal the cutter window. The hole was on the opposite plane of the guidewire tubing. Under microscope the hole showed the tecothane material pushing outwards and the hole ran parallel to the laser drilled coils. If information is provided in the future, a supplemental report will be issued.